Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient has been indicated for hip revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown liner, unknown ringloc cup, unknown taperloc stem. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to multiple dislocations. The cup, liner, and head were revised. The cup was noted to be well-fixed. The stem remained.